Manufacturer narrative:
(B)(4). Date sent: 8/26/2021. Additional information: this is a photo of the pve35a submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first and second photos shows a package from top view with a label. The third photo shows a device 35mm with the anvil in opened position. Based on the event described could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch # unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during segmental surgery, when severing vascular tissue on the second firing, after fired, noted some staples malformed with straight shape. Changed another device, they all had the same issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.